Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to use an everflex entrust self-expanding stent during procedure to treat a severely calcified lesion in the proximal superficial femoral artery (sfa) with chronic total occlusion (cto-100%). The vessel was moderately tortuous. There was no damage noted to packaging. There was no issue noted when removing the device from hoop/tray. The device was prepped per IFU with no issues identified. Deployment issue occurred, with the stent partially deployed. There was no damage to the deployment mechanism or device handle prior to deployment issue. The thumbscrew/lock-pin was checked for securement prior to procedure. The lock-pin was removed before deployment attempt. The vessel was pre dilated with a ds atherectomy catheter. The device did not pass through a previously deployed stent. There was resistance encountered when advancing the device with no excessive force used. It was reported that the stent was halfway (roughly 75mm of the 150mm length) and then the deployment handle of the entrust stent stopped working. The handle was eventually opened up and the physician manually retracted the sheath to deploy remainder of the stent. No vessel damage was noted and no additional treatment was required. There was no patient injury.